Event description:
Customer reported a failure of underdelivery. Customer reported incident occured during biomed testing. There have been no incident reports filed since the last baxter service event.